Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the head was difficult to plug in and its cable was replaced. It was further noted that the magnet was cracked and that it tested out of specification on the e-field immunity test after its cable was changed out and the lower case was replaced to resolve. It then passed all console and systems tests. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.